Event description:
Responded to adult medical emergency. Transport ventilator (tv100 # 23) was noted to have a battery that was not charged. Machine was sent to office to be charged despite it should charge but battery life did not improve. Retrieved a proper functional machine to use. This caused a delay in being able to place a patient on a ventilator. Device sequestered and delivered to supervisor. Manufacturer response for transport ventilator, tv100 (per site reporter).